Event description:
User facility medwatch report #: mw5158034 received that states: "as reported by the (B)(6) field clinical specialist, the tavr case was aborted due to a perclose failure. The pt was treated with a balloon angioplasty. There was no allegation of any (B)(6) device that caused the event. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."

Manufacturer narrative:
The device was not returned for evaluation. The reviews of the production record and corrective and preventive actions (CAPA) database were not performed as the specific failure mode for this complaint was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4 - the UDI is not known as the part and lot number were not provided e1: initial reporter information was not provided on the user medwatch report user facility medwatch report attached.